Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed and exposed wires on the power extension cable. There were no adverse consequences reported by the patient and the patient is no longer using the patient electronic system pending replacement.